Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device had become unpaired from the mobile application and attempts to repair the device to the mobile application were unsuccessful. Technical support was contacted and suspected a bluetooth telemetry issue. Further information was requested but has not yet been received. The patient was stable.

Event description:
Additional information was received indicating the device was found to be in bluetooth telemetry lockout and was resolved upon device interrogation in clinic. The patient was stable.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a ble lockout had occurred, resulting in the loss of ble connectivity. The cause of the ble lockout was due to multiple unsuccessful connection attempts, and indicates the device is working as intended.